Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
"It was reported when the nurse performed a routine infusion in the morning, the indwelling bd¿pegasus ¿ bl prn-cap y non-pvc needle film left by the patient yesterday was found to be partially removed, and the needle seat was connected to the patch, but the catheter was no longer visible. After inspection, it was found that the entire catheter was dislodged from the catheter seat. The patient is older and the patient tears the film on his own. The arm did a b-mode ultrasound and no development was seen. Do not confirm catheter removal." No further information given at this time.

Manufacturer narrative:
Investigation summary: an actual sample, representative sample, and a photo were received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The returned samples lacked a catheter apparatus as it had become separated from the catheter adapter through an unknown force. The device was tested for all other specification limits and found to not exceed any additional parameters. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 8017212. Investigation conclusion: unfortunately, the root cause could not be finalized at this time. Consistent qualification of specifications and the fact that the device operated as expected for two days of use prior to failure prevented investigators from definitively identifying the causative force.